Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the distal segment of the lead was returned and analyzed with no anomalies found. Through visual summary, it was noted the lead was damaged at implant. (B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular lead was difficult to place. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.